Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged display pixels missing or stuck-nonfunctional, issue was verified, but the battery - not holding charge, battery-not charging, and dm: high bg-undefined issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly, and the pump battery could not be charged. Additionally, the customer reported a pixel issue on the pump display. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. Customer addressed elevated bg by administrating a correction bolus via pump. The customer reverted to an alternate method of insulin therapy and declined further assistance from tandem technical support regarding the issues. No additional patient or event information was available.